Event description:
It was reported that the patient's implantable neurostimulator system turned on and off when patient was lying down. The patient recently received a magnetic mattress pad. Additional information has been requested from the hcp, but was not available as of the date of this report.